Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump came back from service with an inaccurate flow rate. For the programmed 50ml/hour, the test gave 55-60ml.this occurred in the biomedical service department during pump check in. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an pump came back from service with inaccurate flow rate was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment springs and pressure plate. The springs and pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.